Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call customer was experiencing high blood glucose levels. Customer's blood glucose reading was 570 mg/dl. Troubleshooting for high blood glucose was performed. Customer's husband advised the insulin pump does not help bring the blood glucose down, however, manual injections do. Customer's husband declined to check for air bubbles in the reservoir. Customer advised the cannula is bent at a slight angle. Customer was advised this may explain the customer's high blood glucose levels. Customer advised they will call back to perform the high pressure test. Customer is using manual injection and their current blood glucose level was 140 mg/dl.